Event description:
It was discovered that a patient encountered an increased intraperitoneal volume after the peritoneal dialysis (pd) patient's caregiver called to report that the patient's cycler was not draining and an alarm was given. The caregiver said the cycler did not drain in cycle three and then moved on to cycle 4. The cycler readings showed that in cycle 4 the cycler drained 180% (3612 ml) of the patient's prescribed fill volume (2002 ml). Technical services issued the patient a new cycler. In a follow up, the caretaker verified that the patient did not suffer any harm, adverse event or required any intervention due to the overfill. The patient did receive a new cycler and was using it without any further issues. The cycler is available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was discovered that a patient encountered an increased intraperitoneal volume after the peritoneal dialysis (pd) patient's caregiver called to report that the patient's cycler was not draining and an alarm was given. The caregiver said the cycler did not drain in cycle three and then moved on to cycle 4. The cycler readings showed that in cycle 4 the cycler drained 180% (3612 ml) of the patient's prescribed fill volume (2002 ml). Technical services issued the patient a new cycler. In a follow up, the caretaker verified that the patient did not suffer any harm, adverse event or required any intervention due to the overfill. The patient did receive a new cycler and was using it without any further issues. The cycler is available to be returned for investigation.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was discovered that a patient encountered an increased intraperitoneal volume after the peritoneal dialysis (pd) patients caregiver called to report that the patients cycler was not draining and an alarm was given. The caregiver said the cycler did not drain in cycle three, then moved on to cycle 4. The cycler readings showed that in cycle 4 the cycler drained 180% (3612 ml) of the patients prescribed fill volume (2002 ml). Technical services issued the patient a new cycler. In a follow up, the caretaker verified that the patient did not suffer any harm, adverse event, or required any intervention due to the overfill. The patient did receive a new cycler and was using it without any further issues. The cycler is available to be returned for investigation.